Event description:
A us distributor contacted zoll to report that a patient developed a fungal infection under the lifevest equipment. Patient described the area as a fungus underneath the left side of the garment. There was no alleged device malfunction contributing to the infection. The patient¿s physician prescribed clotrimazole 1% antibiotic for the infection. Follow up indicated that the infection improved.

Manufacturer narrative:
Not applicable.